Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report receiving an air detected in cassette alarm in drain 0 of their treatment. The patient reported seeing fluid on the floor four days ago but not during this treatment. The patient was advised to discontinue the use of their cycler due to recurring m31 alarms. They were advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete treatment. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up with the patient, the reported event was confirmed. The leak occurred in fill 1. The patient could not determine the source of the leak. The cycler did alarm during the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No prophylactic medications were administered. The patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report receiving an air detected in cassette alarm in drain 0 of their treatment. The patient reported seeing fluid on the floor four days ago but not during this treatment. The patient was advised to discontinue the use of their cycler due to recurring m31 alarms. They were advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete treatment. A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up with the patient, the reported event was confirmed. The leak occurred in fill 1. The patient could not determine the source of the leak. The cycler did alarm during the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No prophylactic medications were administered. The patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette is unknown.